Event description:
Evision of total knee replacement, right knee. Pt had increased pain for several months. X-rays showed loose tibial component. During surgery, multiple fragments of patellar, polyethylene fragments found throughout the joint. Also noted medial tibial plateau plastic was also broken and splitting.